Event description:
The clinician reported that the implantable cardiac monitor (icm) improperly sensed an episode of false asystole and loss of signal the day after the icm was implanted. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that additional possible false episodes had been recorded. Noise and non-physiologic oversensing were also observed. No action has been taken and the patient continues to be monitored. The icm remains in use.